Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify low battery alert less than 1 week anomaly due to blank display. Pump received with stripped battery cap(p) coin slot.

Event description:
It was reported that the batteries were being corroded and oxidized and battery cap was cracked. Customer's blood glucose level was unknown. Instructed to discontinue insulin pump use and advise to revert to back up plan. The insulin pump will be returned for analysis.